Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the gantry door would physically close but the pendant still stated "door open". Readjusted the right upper door switch, readjusted the dingus, performed a rotor calibration. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site has had to manually close the imaging system multiple times. The system had no issue opening but will not fully close. There was no patient present when this issue was identified. No additional information was provided.